Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement. Pre procedure x-ray revealed that the right ventricular lead had externalized cables. It was also noted that the defibrillation impedance was high but still in range. All other electrical parameters were normal. The lead was capped and replaced on (B)(6) 2018. Patient was stable.